Event description:
It was reported that during the changeout procedure of the existing pacemaker, there was difficulty removing the right ventricular (rv) lead. The rv lead could not be removed and damage was noted on the terminal pin. The physician then had to surgically "abandoned" the rv lead and replace it. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
This supplemental report is being filed to provide product investigation results.